Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's components and assisted in filling and loading a new cartridge. The issue was escalated for further troubleshooting, and the error was resolved after the customer correctly reloaded the cartridge. The customer then resumed insulin delivery, and no further action was needed.